Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2 was jammed. A field service engineer found medication jammed behind the drawer, removed the jammed medication, and had the customer log in to verify drawer open and close functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer cover failed. User reported screw was missed in matrix drawer and block the drawer to move. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.